Event description:
Customer reported intermittent image distortion at high techniques. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the c-arm cable. System operates as intended.